Manufacturer narrative:
This case has been reviewed retrospectively as part of CAPA (B)(4) and it has been decided to be reportable. (Background: a software error has evaluated 21 cases as non-potential safety events. The retrospective review has evaluated 4 of the 21 as reportable. The sw error has been corrected). In this case there has not been reported any serious injury (no permanent harm, no medical or surgical intervention). The device may have malfunctioned (no samples available for test) and it cannot be ruled out that it - theoretically - can cause or contribute to a serious injury should it recur. This is due to it's a high power device. This is considered a single incident and will be included in regular trending. No corrective actions has been initiated based on this individual event.

Event description:
As reported by the local hearing aid dealer: loud bong heard when watching tv. Pt was listening to tv and they reported a an almost painful loud bong sound. The aids both did this. They went off after and came back on. Sending in. Loud, almost painful bong sound heard in both aids when watching tv (not streaming). Aids turned off, then on. Have the symptom(s) disappeared completely? Yes.